Event description:
It was reported that during testing conducted at the manufacturer facility the core micro drill device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During visual inspection of the device, the presence of widespread internal corrosion was discovered, which is the probable cause of the reported bias current message. The device was repaired and returned to the user facility.